Event description:
During cardiomems implant procedure, upon advancing delivery catheter through the outflow track, terumo guidewire was observed to be looping in the pa. Doctor retracted the delivery catheter to the ra, before ultimately advancing sensor past the target site into a smaller portion of the pa. Diameter of this vessel was estimated to be less than 7mm so the delivery catheter was pulled back, after which, terumo guidewire had unintentionally receded into the catheter. Upon re-advancing the guidewire again, delivery catheter and guidewire suddenly appeared in an alternate branch of the pa which was determined to be a better location for sensor deployment. With tip of the guidewire distal to the delivery catheter, sensor was released and successfully deployed in the left pa. Patient began coughing and quickly developed hemoptysis. Doctor simultaneously retracted and removed delivery catheter and guidewire, while sensor remained fixed at location of deployment. Patient was suctioned and blood loss/secretions were minimal and never reached the canister. Code team was paged as a precaution while angiography was performed in effort to locate source of bleed which was not identified. Doctor conveyed that it was likely a tiny nick. Hemoptysis resolved spontaneously about 1 hour post onset. Patient was admitted to the ICU (intensive care unit) in stable condition then discharged home that same evening at approximately 8pm pst. There was no delay to the procedure that the physician felt was clinically significant to the patient. Patient is anticoagulated with apixaban. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).